Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation . We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while harvesting the second vein, there was lots of smoke inside the tunnel. The harvester removed the device and noticed that the silicon jaw had melted and was peeled back from the device. The power supply setting was at 2.5 per the recommended IFU. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.